Event description:
Replacement dream station auto CPAP ref #dsx500s11f sn #: (B)(6) noticing a smell from the machine like it's getting hot or something plastic is burning. Has happened once in the middle of the night while using. And then a second time during the day while not in use but plugged in.